Event description:
It was reported that the zimmer skin graft mesher was not feeding skin through. Despite multiple follow up attempts with the customer, no additional information was able to be obtained regarding the reported event.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 12/15/2009 and was last repaired on 07/18/2013 for a non-related issue. Evaluation of the device observed damage to the comb and side plates of the device. Prior to repair, both the test mesh and the calibration check could not be performed due to the damaged comb. Repair of this device included replacement of the comb, roller, ball detents and both side plates. The customer did not return a ratchet or any cutters for evaluation. The customer's reported event was not reproduced. No information is known about the cutter(s) or ratchet utilized during the reported event; however, improper handling by the customer most likely led to the damage to the comb, which could have caused the customer's reported event. The device was serviced and returned to the customer.